Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was approximately (B)(6) 2016. It was believed the patient was not receiving drug due to swelling in the abdominal pocket. The patient did not experience baclofen withdrawal. It was thought the pump might not be properly connected to the catheter (pump potentially disconnection to catheter) after a recent pump change around (B)(6) 2016. Or, that perhaps the catheter was cut during the procedure. A motor roller study was completed and the results were unknown. A catheter access port (cap) test was planned for (B)(6) 2016 and a possible pump segment revision. The report also noted, that a surgical intervention had occurred. The issue was not resolved. Patient status was alive; no injury. The company representative was going to provide further follow up after the procedure that evening, or after further investigations. The drug lot number, concomitant drug list, and patient medical history were noted as unable to obtain. Interventions, serial number, type of baclofen, concentration, dose, were not reported. Additional information was requested regarding serial numbers, actions interventions, drug/concentration/dose, and diagnosis for use. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, lot# 0203568313. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the pump serial number and catheter model, lot numbers were provided. The diagnosis for use was multiple sclerosis. The last prescription prior to replacement was 70mcg background, 80 mcg bolus x 2 on personal therapy manager (ptm). It was further reported that the baclofen was from bcm specials. The patient was on 500mcg/ml using 2mg/ml concentration and diluting with normal saline. The actions/interventions taken to resolve the pump/catheter connection issue was reported; the patient was seen by the neurosurgical team and admitted to hospital on (B)(6) 2016, following a routine clinic visit to remove sutures. A motor roller study was performed, the x-rays was not of a quality to easily see motor. The patient was taken to the theatre the following evening ((B)(6) 2016) to explore. Clear fluid drained on opening the scar, the catheter was removed from the pump and re-fitted.

Event description:
Additional information indicated that the patient underwent pump replacement on (B)(6) 2016 and phoned the unit with a 2-tone critical alarm. The pump was interrogated and showed to be in safe store state with no back ground dose running. The pump was programmed to simple continuous with personal therapy manager (my ptm), the daily dose was 70mcg/day and the my ptm bolus doses was 80mcg 3 times per day. The healthcare provider was unsure why the pump had stopped delivering simple continuous infusion.